Event description:
A director of nursing reported that the system shut down on its own during a cataract intraocular lens implant procedure. Following a significant delay, the procedure was completed with an alternate system with no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, system message (abnormal shutdown) was verified in the system's event log. The company representative replaced the host power printed circuit board (pcb) for diagnostic purposes. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).